Event description:
The customer reported that the device was being used for a laparoscopic cholecystectomy and then the device stopped working. Red lights were observed when this occurred. The surgical team then cleaned the device jaws and a small piece of the waveguide disengaged during the cleaning process. No piece fell into the patient cavity and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.